Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. A visual examination of the returned device identified no issues with the balloon. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found that the shaft had detached 650mm distal from base of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. An 8.0 x 80, 75cm mustang¿ balloon catheter was advanced to dilate a lesion. The balloon was inflated several times to rated burst pressure. However, following dilatation when the balloon was pulled out from the sheath as the case was completed, the shaft snapped in half and was stuck in the sheath. The sheath and the device were removed together. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. An 8.0 x 80, 75cm mustang¿ balloon catheter was advanced to dilate a lesion. The balloon was inflated several times to rated burst pressure. However, following dilatation when the balloon was pulled out from the sheath as the case was completed, the shaft snapped in half and was stuck in the sheath. The sheath and the device were removed together. The procedure was completed. No patient complications were reported and the patient's status was fine.